Manufacturer narrative:
The device was discarded and will not return for evaluation. Photographs of the broken probe were not provided. The identifying lot number was not provided; therefore, a review of the device history records could not be conducted. Attempts were made to obtain additional information, but no response has been received. Based on the information provided, the root cause cannot be determined. If additional information is provided, a follow-up report will be submitted.

Event description:
It was reported the tip of a probe broke off a while ago.